Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence; therefore, a surgical procedure was performed to remove and replace all the components. There were no device issues and no additional patient complications.